Event description:
When the stimulation was turned up, the patient's heart rate increased; this had not been happening since implant, it was noted more recently. The lead was at the t8/t9 level. There were "opens on 8-11", an x-ray was planned to check on it. Impedance measurements were reported to be normal. The extensions were replaced. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
This report is being submitted following an internal audit.